Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead and the competitor's device exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms. It was then suggested to obtain sequential impedance readings in all lv pace vectors and check capture thresholds. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported.